Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing was available. The cause of the memory corruption could not be determined.

Event description:
It was reported that, upon interrogation of this pacemaker, the device was found to be in safety mode. A boston scientific technical services (ts) recommended device replacement. The device was explanted, replaced, and returned for analysis. No adverse patient effects were reported.